Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer overfilled the cartridge and did not perform the proper air removal techniques. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error the tandem pump user guide instructs the user to remove any residual air from the cartridge. Root cause: over filled per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. (Tflex-450 units.)